Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had been having problems with her implantable neurostimulator (ins) that have been getting worse. This issue was discovered in 2015. It was noted that the patient had a meeting with their healthcare provider (hcp) on (B)(6) 2017 and wanted a manufacturer representative (rep) to be in attendance. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The patient was implanted for non-malignant pain. Additional information was received from the consumer. The patient clarified the ¿worsening problems with the implant¿ by stating about 2 months after placement, the needed areas were not being helped. She also reported experiencing extreme pain around the battery site and continued pain in both the feet and the left thigh. The patient stated she had a representative try to readjust the settings with no improvement. She had surgery planned on (B)(6) 2017 to have the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.